Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic omega loop procedure, while stapling the stomach near the fundus, the powered stapler stopped firing and refused to continue. There as a big gap between the handle and the point where the adapter was connected. This made the adapter shaking and caused the problems during firing. There was also a poor staple formation and the distal staple line was incomplete. Another cartridge was used after the handle was changed to fix the line and complete the case. There was no patient injury.